Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35, frozen screen, keypad anomaly and unable to perform the displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test, rewind test due to critical pump error alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple issues. The customer's blood glucose level was 305 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that the insulin pump had a critical pump error and the buttons were unresponsive. Also, the insulin pump had a broken force sensor was detected during seating or regular delivery. The customer reported that the insulin pump was neither exposed to moisture nor pressed. The customer was unable to clear the alarms. They also reported frozen display. The customer stated that the scroll bar was not moving with no input and the up and down button were unresponsive. The customer stated that pressing the menu button did not take them to the menu screen. The customer stated that an alarm was in progress at the time the button was unresponsive. It was reported that the bolus menu was not available and the button was not unresponsive during an easy bolus attempt. The customer states the easy bolus feature was off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.